Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the provided video showed what looked to be a single hair inside of the header cap of the dialyzer. The reported condition was verified. There is a possibility that the hair fell into the header cap during the welding of the header cap to the dialyzer; therefore a potential cause of the condition could have been related to a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with one unit of a revaclear 400, particulate matter (hair like) inside the cap was observed. There was no patient involvement. No additional information is available.